Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for used. During the procedure, it was noted that the balloon rupture. No fragments were left in the patient's body. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was non calcified. Device evaluated by MFR: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm proximal of the distal markerband and extending approximately 3mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the hypotube or shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for used. During the procedure, it was noted that the balloon rupture. No fragments were left in the patient's body. The procedure was completed with a different device. No patient complications were reported.